Event description:
A peritoneal dialysis (pd) patient reported that after pd treatment when patient was removing cassette from cycler there was fluid that had leaked inside the pump door. Fluid was discovered in the pump module area and on the external of the cassette. There were no alarms during the treatment. The film on the back of the cassette was not loose. The patient did not call technical services to report the leak. The patient continued to use the cycler. The patient verified that there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler is not available to be returned for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that after pd treatment when patient was removing cassette from cycler there was fluid that had leaked inside the pump door. Fluid was discovered in the pump module area and on the external of the cassette. There were no alarms during the treatment. The film on the back of the cassette was not loose. The patient did not call technical services to report the leak. The patient continued to use the cycler. The patient verified that there were no symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler is not available to be returned for analysis.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.